Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a cardiac arrest of an (B)(6) female patient, the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to no avail. Upon changing the electrode pads a third time, the associated device was able to successfully discharge energy to the patient. Complainant indicated that the clinician performed CPR in between electrode pads changes to continue treatment to the patient . Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the customer's report was observed during visual evaluation. Inspection of the high voltage wire found indentations on the ring and socket indicating that the wire was in the correct location when manufactured. Evidence suggests the high voltage wire was detached due to external pulling force at some point after or during the opening of the electrodes. Evaluation of the retain electrodes did not reveal any irregularities that would have contributed to the reported event. Evaluation found indentation evidence to suggest it was correctly assembled. Analysis for reports of this type has not identified an increase in trend.